Event description:
A vascular closure device was needed for the right femoral artery puncture sight. Upon deployment of the closure device, the device could not be removed from the puncture sight. Patient transferred to the or for removal.